Event description:
Patient was revised. Reason for revision was not provided. **update** (B)(6) 2011 - litigation papers received. They allege that patient suffered from severe pain and discomfort in her thigh, hip joint, and groin; the formation of metallosis and pseudotumors, which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in her hip when moving to and from a sitting position; infection; and lack of mobility. Complaint was temporarily reopened to add head and cup. Corrected dob. There is no new additional information that would affect the investigation.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.